Event description:
It was further reported the patient was last seen for a device check approximately eleven months prior to their death. At the time of the device check, normal device function was noted and the patient was without any arrhythmia that needed intervention.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was previously reported to the FDA on report mw5056925. Attempts to obtain additional information were unsuccessful. (B)(4).

Event description:
It was reported that the patient passed away approximately a year after implant. The patient's family member reported the patient fell in home. The patient was unable to call for help after falling so the patient was transported to the emergency department the next morning when the home nurse found the patient. The family member reported the emergency room physician stated he was "unable to initiate" the patient's defibrillator and that it was "nonfunctioning" the patient was hospitalized for four days. The patient was transferred to the intensive care unit and passed seven hours after arriving to the intensive care unit. The family member also noted the patient had difficulty breathing, not enough energy and decreased appetite after his initial implant. Attempts to obtain additional information were unsuccessful.